Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (sepsis, right heart failure, and patient condition) could not be conclusively determined through this investigation. The reported outflow graft obstruction/type of obstruction could not be conclusively determined through the returned portion of the outflow graft. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues that would have contributed to a flow or functional issue. (B)(6) was returned assembled with the pump cable severed approximately 12.0¿ from the pump header. An approximately 14.0¿ segment of the pump cable, along with the modular cable, were also returned. An approximately 1.0¿ segment of sealed outflow graft was returned detached from the pump cover outlet port. The sealed outflow graft attachment collar and apical cuff were also returned detached from their respective pump positions. The sealed outflow graft, including the bend relief, was returned detached from the pump cover outlet port with approximately 1.0¿ of graft material. The interior textured surface of the graft attachment revealed no developed depositions or thrombus formations. The o-ring in the graft attachment was properly seated. The graft/bend relief had been cut open at the distal opening, which appeared consistent with the explant procedure; however, the graft/bend relief was otherwise free of kinks or damage. The lumen of the graft revealed tissue-like coagulated blood, but no developed depositions or thrombus formations the lack of structure and adherence of the deposition suggests that it developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists right heart failure and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was positive for blood cultures pseudomonas (sepsis) requiring hm 3 (heartmate 3) pump explant. The reported pump at flow 6100, flow 5.2, pulsitile index (pi) 3.5, pp 5.1. Hr 55, bp 87/69, pa 49/34, cvp 25. The patient has mt, tricuspid regurgitation (tr) and right heart failure (rhf) and concern was the hm 3 pump reported to not have been functioning properly. The pump was explanted and what appeared to be out flow graft (ofg) obstruction was documented and cultures taken. Plan was for possible bivad centrimags to be placed and patient transplant status elevated. Additional information was requested but not provided.